Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support due to stemi. While on support, flow became laminar and decreased impella flows were noted. The team attempted to advance swan into the pulmonary artery was unsuccessful at this time, central venous pressure (cvp) of 19. Echocardiogram was performed at this time, severe dilated nonfunctioning right ventricle (rv) noted. Impella cp was at p2 due to continuous suction. While attempting to contact surgeon for cannulation and rv support, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) initiated without success and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.